Event description:
Information received from the field notes that the patient presented to the emergency room with shortness of breath and dizziness. Interrogation of the device revealed dashes (---) for several parameters. The mode was successfully reprogrammed from vvir to dddr, but dashes remained for the other parameters. Measured data obtained prior to a down- load noted battery voltage at 2.19v and end of life charac- teristics. Therefore, the device was replaced.